Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead. There was a spike to high pacing impedance, sensing integrity counter (sic), and noise observed. A lead fracture was confirmed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead exhibited varying pacing impedance measurements and oversensing. During an attempt to extract the rv lead, the patient became hemodynamically unstable. A transesophageal echocardiogram (tee) revealed a pericardial effusion. Pericardiocentesis was performed along with pericardial window. A sternotomy revealed a significant tear in the superior vena cava (svc) and a noted protrusion of a previously abandoned defibrillator lead protruding from the tear. The surgeon made the decision to abandon any further extraction. The remainder of the lead remains in the patient. No further patient complications have been reported as a result of this event.